Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital to be evaluated for a possible syncopal episode. The patient was experiencing tiredness and possible dizziness but unable to confirm being syncopal. The patient did not fall or experience any adverse events. Upon interrogation, the device was found to be in backup vvi. The device was re-programmed and restored to normal function. The patient was stable post programming changes and will continue to be monitored.